Event description:
It was reported that a spectrum pump had multiple system errors (specific error unk). It was further reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received by baxter and it was found that the pump had a system error 322 condition. The pump was not within specification. Evaluation found the upper latch switch to open intermittently while the pump was running causing this error. There were also four logged events of system error 322 found in the history log of the device. The upper aux was replaced to correct this condition.